Event description:
It was reported that during a lap appendectomy procedure, the reload fell out into the pt. The reload was retrieved, but the pt had to be opened up because of the infective cut line, although it is not known if the line failed or if something was nicked. Also not sure if the event was device related, or not. Estimated blood loss was 150cc. No transfusion was necessary. The pt is fine and went home.